Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent the concurrent procedure of a laparoscopic hysterectomy with cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent revision of vaginal mesh on (B)(6) 2011 due to dyspareunia and leg pain. It was reported that the patient underwent mesh excision, sling revision and cystoscopy on (B)(6) 2011 due to mesh erosion, persistent urinary incontinence, dyspareunia and pelvic pain. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-08216. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a laparoscopy with lysis of adhesions as well as excision of endometriosis peritoneal implants on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08216. The same patient is represented in each medwatch.